Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer had experienced fluctuating blood glucose (bg) levels that range (46 mg/dl- 420 mg/dl). The customer ate carbohydrates and took boluses to stabilize bg levels. The customer stated to have been experiencing large amounts of personal stress that caused fluctuating bg levels. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past.